Manufacturer narrative:
(B)(4). Eval summary: the customer's complaint has been confirmed. The analysis site replaced the main pcb to correct the customer's complaint. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the generator was blank on power up during installation before an unk procedure. Lcd was on but no s/w display or test. There was no pt consequence.